Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: 383069 lead, implanted: (B)(6) 2009; d154vrc ICD, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was capped for unknown reasons and a new pace/sense lead was implanted as a result. It was noted that the high voltage part of the lead remained in use. The rv lead later exhibited low high voltage impedance. The patient experienced ventricular fibrillation (vf) for forty minutes which the device detected appropriately. Due to the low high voltage impedance the device delivered four shocks of only 1-2 joules which were not effective. The final shock of 35 joules was delivered and terminated the vf. The patient had to be resuscitated that resulted in hypoxic brain damage. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation conductor was decreasing. Right ventricular pace impedance steady at approx. 95 ohms through (B)(6) 2015, drops to 70 ohms on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.